Event description:
It was reported that the catheter leaked fluid from the external portion at the tail end after one week of use at hospital. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. However, the root cause was not identified. The product returned for evaluation was one photograph and one segment of digital video depicting a 4fr s/l groshong catheter. The video segment depicted the catheter inserted into a patient. The catheter was being accessed, and clear infusate was visible leaking from the catheter shaft approximately 2cm from the assembled connector. The photograph depicted the proximal end of the sample. It appeared to have been cut approximately 3cm from the connector. The catheter was lying on a slip of paper and an arrow was drawn which appeared to be pointing to the region corresponding to the leak site visible in the video. While leakage was visible in the submitted video, inspection of the video and the photograph was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as "cause unknown" at this time. Potential contributing factors include sharp instrument contact and material fatigue.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx3073 showed one similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter leaked fluid from the external portion at the tail end after one week of use at hospital. No other information provided.